Event description:
Corneal ulcer secondary to contact lens wear. Encroached 1/4 into pupil area and has permanently decreased vision. Treated aggressively with antibacteriales. Resolved with dense scar.